Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump kept alarming even after inserting new batteries in the device. On their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer the customer stated their pump went into an unexpected restart. The customer was informed to monitor the pump for any further issues.